Manufacturer narrative:
Product event summary: the device was returned, analyzed and revealed the mechanical operation of the balloon catheter shaft was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use in procedure, the balloon burst when inflated with the syringe for testing and handling purposes. The balloon catheter was not used in a patient procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.